Event description:
It was reported that the programmer had noise on the atrial channel and "some problems" with the stylus. The programmer is being sent in for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.